Event description:
It was reported that the right atrial lead exhibited loss of sensing. A chest x-ray revealed lead dislodgement. The patient was programmed to vvi. Lead repositioning is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.